Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed several unexplained power on reset events. The battery cap was undamaged and able to fit. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly with no power interruptions. The alleged no power issue was unable to be duplicated during investigation. The pump cover was removed to find moisture to the power printed circuit board. Unrelated to the original complaint, the battery compartment was cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.